Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) clarify what they meant by not being able to get to work right was an issue with not being trained on the programmer and it was resolved. The patient noted they did not understand the different programs. The patient stated the circumstances that led to the burning 4-5 inches below the device was a change to device program and it was all good now. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported her implant was working pretty well and on (B)(6) she was going to go to an outing and thought she would increase just a bit because she had just a little bit of leakage of her urine a couple times during the day beginning probably about (B)(6). The patient stated she couldn¿t get it to work right and so got her husband who helped her with it and she was at 3.4 at the time and decided to increase to 3.6 v. The patient stated she didn¿t know how to use the device because she was never really trained. The patient reported inadequate training. It was noted on the call the patient synced with the device and it was found she was on program 1 at 2.2 v and the stimulation was on. The patient stated they felt a shocking and uncomfortable stimulation. The patient stated she was on 3.4 v and decided to increase to 3.6 v to see if that was better due to leakage. The patient stated when she increased stimulation she had a terrible burning shock right at the bottom of the cheek of her butt, below the device itself about 4-5 inches. The patient further stated they then decreased stimulation and she was all the way down to 2.4 or 2.6 v and was still having that burning. There were no trauma or falls related to the issue. The patient decreased from 2.2 v to 0.0 v and confirmed the burning she was feeling went away. The patient stated they were going to get the okay from the hcp to change programs. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that all of a sudden they experienced pain in the tailbone and they did an x-ray at the end of 2018 and the x- rayed showed the system was fine. They met with an mdt rep who changed patient program and patient now stated that the new program was not good at all as they get a lot of pain from it. The pain/aching was about 2 inches down from ins itself but before it was towards the vagina area. Patient also stated when the program was changed, they are now loosing urine. Patient also reported that they felt like they were not emptying bladder but goes lot more often. During troubleshooting it showed patient was on program 1 at 1.0. Patient then said they were at 1.8 not 1.0v. Patient decided to stay on program 1 and said they will try to increase stimulation until they see something different. No further complications were noted or anticipated